Event description:
It was reported that during prime, it was discovered that the components on the compressor delay board were burned. The customer did not change out the device and the surgery was completed successfully. No patient injury was reported.

Manufacturer narrative:
The unit was not swapped out and the case was completed with no issues. No product was returned to aa for investigation. This report is being submitted to the FDA as a result of a retrospective review of product complaints.